Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Reportedly, the customer was able to successfully charge the pump battery and resolve the issue. Additionally, the customer had an alternate method of insulin delivery available. The customer's blood glucose level was 160 mg/dl.